Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 1.6; second test inr = 2.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060512: first test inr = 1.6; second test inr = 2.4. Mean = 2.0; sd = 0.57; %cv = 28.3%. The %cv is greater than or equal to 20%. Per internal procedure the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.